Manufacturer narrative:
Section a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: unknown/ not provided. Section d6b: if explanted, give date: unknown/ not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was explanted due to the patient¿s complaint of blurry vision and decreased visual acuity, apparently caused by residual cylindrical correction. The lens was exchanged from model diu300 to model diu375 with the same 18.5 se during a secondary surgical procedure. No further information is available.